Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a kyphon mixer, cement and bone filler device having spinal therapy. It was reported that the preparations for cement were carried out as usual. After 5 minutes of mixing, the cement suddenly hardened and could not be used while checking the viscosity of the cement. There was a delay of less than 60 minutes in the procedure. There was no patient symptom reported. There were no further complications reported regarding the event. Additional information received that there was no malfunction reported for the given products except cement. Additional information received that product did not come in contact with the patient.

Manufacturer narrative:
G2: country of origin - japan g4: this product is not marketed in us but a similar device with product number c01a with 510(k)# k041584 and UDI (B)(4) is marketed in the us. H3: product analysis: part # c01a-j; lot # el70290 visual inspection confirmed the cement has been mixed and used. Unable to determine viscosity at the time of mixing and use. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.